Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was not obstructed. The outer insulation and the overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found insulation breached that allows blood ingress on distal conductor. It is likely that the insulation breach occurred during implant procedure and contributed to the complaint of undersensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged approximately two months after implant. Low r waves were also noted. The lead was .explanted and replaced no patient complications have been reported as a result of this event.